Event description:
It was reported that the home patient (hp) had a system error 2367 (resume error, critical error found) on the homechoice (hc) during use. The technical service representative (tsr) reviewed the alarm log and only system error 2367 was found. The tsr noticed that the hp was not able to get a complete therapy in three days. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.